Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A possible deformation cannot be observed since the device is received broken reason for reoperation: rupture.

Event description:
Patient reported ruptured implant and "breast swelling double". Healthcare professional additionally reported ¿prosthesis rupture with silicone leakage; significant, most likely to be regarded as an irritant reaction, intracapsular fluid accumulation, and significant asymmetry of the breast¿ the device has been explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.5.

Event description:
Patient reported left side ruptured implant and "breast swelling double". Healthcare professional additionally reported ¿prosthesis rupture with silicone leakage; significant, most likely to be regarded as an irritant reaction, intracapsular fluid accumulation, and significant asymmetry of the breast¿ the device has been explanted.